Manufacturer narrative:
The insulin pump was received with a loose and protruded drive support disk, minor scratches on the display window, and cracked battery tube threads. The insulin pump alarmed during the basic occlusion test due to the loose and protruded drive support disk. The insulin pump passed the idle current, run current and displacement test. The functional testing could not be completed due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received compromised force sensor system alarm on their insulin pump. It was reported that the pump would be replaced. No further information provided.